Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, post operatively, that the patient experienced exit block after right ventricular (rv) lead replacement. The lead was determined to be fixated properly, but a header or set screw issue was suspected with the header of the implantable pulse generator (ipg). The device was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.